Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry was unavailable after the start up. Review of the system log file confirmed the malfunctioning of geo-pc. Upon troubleshooting the fse determined that the geo pc was not holding the software. To resolve this issue, the fse replaced geo pc, loaded software and flashed few for table drives. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that after start up the geometry was not available. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the geo-pc and loaded the software. The device was returned to expected functionality.